Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of hydromorphone could not be confirmed. The inspection process and laboratory testing of the devices, syringe and administration set could not be performed because they were not returned for investigation. No laboratory testing was able to be performed on the reported devices, administration set and syringe as they were not returned for investigation. The facility provided the preventive maintenance test of the suspect pca, and it was complete successfully. The facility reported the event occurring on 13jan2026; time of event was reported from 6:30 pm to 7:30 pm. The suspect pca and concomitant pcu were not returned for investigation. The facility reported an under infusion of hydromorphone 6 mg diluted in 30 ml (concentration of 0.2 mg/ml) and it was used in a bd 50 ml syringe. Pca was programmed to deliver an initial dose of 0.4mg and volume to be infused (vtbi) by 2 ml. Error and event logs of the concomitant pcu were not provided by the facility; however, the event log from pca was provided. A log review was performed with the limited information contained in the pca event log. The pca event log does not contain keypress information, volume infused, or programming parameters. During the review of the event log, no infusions or key press was observed on the reported day and time. The last recorded infusion on the device occurred on 30jul2025. On 30jul2025 at 10:12 am, the pca module was attached to the pcu. From 10:54 am to 10:57 am the pca module was programmed an infusion in the pca dose only mode with rate of 150 ml/h and vtbi of 2 ml. The bd 50 ml syringe was loaded recorded with a volume of 29.6389 ml. Each time the clinical presses the dose request button, the infusion will last 48 seconds. From 10:57 am to 11:09 am the pca modules infusion twice, three (3) minutes later the channel off key was pressed. The pca module was reattached to the pcu on 29jan2026, but no related infusion was performed in connection with the reported issue. Ensure selection of the pca infusion mode matches the provider¿s order. Incorrect selection of the infusion mode could lead to additional or omitted fields available for entry on subsequent programming screens. If an error is made when selecting the pca infusion mode, it may result in an over or under infusion. Do not use infusion modes that allow for self-administered pca doses with the dose request cord (pca dose only or pca dose + continuous mode) with patients who lack the cognitive or physical ability to self-administer pain medication (such as neonates, young children, or extremely ill patients). Doing so may result in an under infusion. Each time the alaris¿ system is turned on, verify and/or set the monitoring mode, resistance alert, and/or pressure alarm limit. If the monitoring mode, resistance alert, and/or pressure alarm limit are not verified, the instrument might not operate within the desired occlusion detection parameter(s). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion of hydromorphone could not be confirmed. Log analysis showed that the last infusion was performed back on 30 july 2025. The inspection process and laboratory testing of the devices, syringe and administration set, could not be performed as they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported hydromorphone (6mg/30ml) in a bd 50ml syringe (model 309653) was used to prime the pca tubing. Device was programmed to deliver an initial dose of 0.4mg (2ml), once. As a result the syringe was empty within one hour and medication stayed in the tubing. Approximate priming volume was 25ml. There was patient involvement however no harm. Customer is requesting a key stroke log request. Customer performed preventative maintenance on the device, and device passed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported hydromorphone (6mg/30ml) in a bd 50ml syringe (model 309653) was used to prime the pca tubing. Device was programmed to deliver an initial dose of 0.4mg (2ml), once. As a result the syringe was empty within one hour and medication stayed in the tubing. Approximate priming volume was 25ml. There was patient involvement however no harm. Customer is requesting a key stroke log request. Customer performed preventative maintenance on the device, and device passed.